Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the circumflex artery. The 4.0 x 15 mm nc trek began to be inserted into the anatomy, but the shaft broke outside the anatomy. There was no resistance noted. A new nc trek was used without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.